Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and analysis of the returned device was inconclusive. The analyst commented that the source document reference to previous programming may indicate that device features were enabled that depleted the device battery prior to use. This can result in the inconclusive analysis as it was not possible to communicate with the device upon receipt. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)&#1473;s at end of service (eos) when preparing the device for implant. Device memory indicated previous evidence of programming. The device was not used. There was no patient involvement.